Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intestinal tract was burned during use of a device. After making an incision, intestinal tract was exfoliated percutaneously, ablation was performed. Abdominal dropsy was used to increase the distance between intestinal tract and liver but it approached during procedure and intestinal tract was burned. The case was competed without extension.